Event description:
This is a solicited case report received from a consumer in united states on 25-nov-2014 which refers to herself, a female consumer of unspecified age who was involved in a active online listening, study number: (B)(4). Study description: (B)(4). The consumer had the fallopian tube occlusion insert inserted. She experienced severe pain all the time, hair loss, rash on entire back, her period that lasted 10-13 days a month and twice a month, and anemic. Fallopian tube occlusion insert was removed on (B)(6) 2014. She was 2 weeks and 2 days post-op at the time of report and she had recovered from the events. Ptc investigation result received on 09-dec-2014. Ptc global number(B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non medically confirmed, solicited case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pain all the time. Essure was removed. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In the present case, the consumer reported that she was free from the symptoms after essure removal. Therefore, given the nature of the reported event and positive dechallenge, a causal relationship between severe pain all the time and the suspect insert cannot be excluded. This case was regarded as incident due to the required intervention for essure removal. Additionally, non serious events hair loss, rash on entire back, her period that lasted 10-13 days a month and twice a month, and anemic were reported. A product technical analysis was unable to confirm any quality defect or device malfunction at this time and stated that the reported adverse events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up was not possible since this is a social media case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.